Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated meter read 275 mg/dl and lab measured 104 mg/dl performed about 10 minutes apart. Reporter indicated no actions were taken and no treatment was indicated, no actions were taken and no treatment was received as a result of the alleged incident. Reporter stated device readings were high (in the 200's mg/dl) for the past two weeks and no controls were used. A request was made for the return of the suspect device and replacement product was sent.